Event description:
It was reported that pump experienced malfunction code 16 without any notable events beforehand, and pump was identified as part of a field correction with no backup insulin therapy available at the time of the call. There was no adverse impact to the customer¿s blood glucose level. Customer reported a malfunction on a pump while completing the software update. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Replacement pump was sent with updated software.